Event description:
A (B)(6) with history of tachy-brady syndrome and epicardial pacemaker placed on (B)(6) 2010. He was readmitted with a pocket infection and pacemaker was removed. This lead should have been a part of a voluntary recall, but it was not listed on the notice due to an oversight on the part of medtronic. This recall action was initiated by the manufacturer for possible deficiency in glue on the sterile blister package. The patient underwent an extraction of the epicardial pacemaker of a right arterial pacemaker on (B)(6) 2010.